Manufacturer narrative:
Based on the information gathered, there is no indication that the device directly caused the convert to open. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure, the use of da vinci products during this type of surgical procedure may have contributed to the intraoperative complications. .

Event description:
It was reported that during a da vinci-assisted sigmoidectomy surgical procedure, a customer stated the procedure was converted to an open procedure. The procedure was intended to be performed as robotic from the start without any indication or expectation of conversion. Port placement, docking and procedure start were all normal. Approximately 1.5 hours later, surgeon stated he was not feeling comfortable with the instrumentation available to complete the procedure and decided to convert the procedure to open surgery. This decision was made when the surgeon tried to mobilize the splenic flexure with the prograsp and/or the tip-up but ultimately felt uncomfortable. The procedure was converted to open surgery. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following additional information: the surgeon did not feel comfortable with the instrument selection and availability of instruments in the hospital. He started the procedure with tip-up fenestrated grasper, which he felt it did not have enough grip-. So, he switched to prograsp forceps, which then he felt had too much grip. Due to the high force grip the prograsp forceps has and it is not recommended to use for procedures like sigmoidectomies. However, the hospital did not have the cadiere forceps available, which would act as an instrument with a grip in between the ones he used. This was the only reason for his decision to convert to open surgery. The surgery was not converted due to intra-operative complications; patient was always stable, confirmed by the surgeon. It was not converted due to anatomy; the surgeon did not anticipate the possibility of converting. Surgeon confirmed the patient did tolerate the change and there wasn't any injury. Patient is recovering and well. There wasn't any system/device malfunction. All instruments and system components worked as they should. All calibrations and setup processes were fine as usual. Inspection of the instruments was done as well by the or staff with no issues noted.